Event description:
It was reported that during a low anterior resection procedure, no sign of instrument malfunction during surgery. Donuts are complete. Staples properly formed. No leakage after inspection. A fews days later, anastomotic leakage is noticed for unknown reason. Re-operation to repair anastomotic leakage.